Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a 8100 was involved in an over infusion. There was an unspecified antibiotic infusing and no patient harm reported. According to the customer the infusion, "ran too fast even though the rate was reading correctly." Although requested further information was not provided.

Manufacturer narrative:
The customer¿s report of an over infusion was not observed in the pcu event log or replicated during testing. Inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the outside and underneath of the right (male) iui and the inside bottom of the rear housing were observed with dry fluid residue. The bezel assembly data code was noted may 2015 (recall affected). No other obvious issues or anomalies were identified with the reported source device during the inspection. Test results: results from a timed rate accuracy test using the timed rate accuracy test method demonstrated the source device successfully passing. Test results measured the rate at 10.42ml/h (4.20% error). Specification for this test is +/- 5% error, indicating the device is in specification. Device history review: a review of the device history record showed the device had a manufacture date of 07/29/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a 8100 was involved in an over infusion. There was an unspecified antibiotic infusing and no patient harm reported. According to the customer the infusion, "ran too fast even though the rate was reading correctly." Although requested further information was not provided.

Event description:
It was reported that a 8100 was involved in an over infusion. There was an unspecified antibiotic infusing and no patient harm reported. According to the customer the infusion, "ran too fast even though the rate was reading correctly." Although requested further information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that a 8100 was involved in an over infusion. There was an unspecified antibiotic infusing and no patient harm reported. According to the customer the infusion, "ran too fast even though the rate was reading correctly." Although requested further information was not provided.